Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop idle current and run current measurement tests were within specification. The device also passed self test, off no power alarm test and unexpected restart error test. No unexpected restart error alarm noted during testing. The motor functioned properly during testing. No motor anomaly or displacement anomaly noted. The motor was tested outside of the device and passed. It had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received unexpected restart. The customer¿s blood glucose level at the time of incident was 320 mg/dl. The customer performed displacement test and it failed. The customer changed three infusion set and had high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.